Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace instrument broke inside of the patient. The procedure was completed with no reported injury. Response received from (B)(6)/da vinci coordinator on 04/01/2022: intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 01-april-2022. The instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use for one hour, and no issues with the functionality were noted. There were no known collisions during the procedure. It was confirmed that the instrument fragment was retrieved successfully during the same procedure, there were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a broken object. Also, patient demographics information was provided by the customer.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details via logs cannot be performed at this time because there is no batch lot number information for the instrument. A review of the site's complaint history identified no additional complaints involving this product. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.